Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d.9, h.3, h4, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. As per the investigation procedure, crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture confirmed via ultrasound ". This record is for for the "right" side. The device was explanted and replaced.

Event description:
Healthcare professional reported "rupture ". This record is for for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3b, b6, d4, e3, h4

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture ". This record is for the "right" side. The device was explanted and replaced.